Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for evaluation and the reported stent damage was confirmed. Additionally, the stent implant was stationary on the balloon and was not between the markers. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined that the stent damage is likely due to the operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no other incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by or related to the design, manufacture or labeling of the device.

Event description:
It was reported that before device preparation and once out of the packaging, the omni elite stent delivery system (sds) stent distal end appeared damaged. There were no specifics regarding the type of damage. There was no issue noted removing the sds from the packaging. The device was set aside and not used. There was no patient involvement. There was no additional information provided. The device returned with the stent implant stationary on the balloon, but not between the markers.